Manufacturer narrative:
(B)(4).

Event description:
It was reported from the teleflex sales representative that a medical doctor made a general statement that the balloon wedge pressure device did not inflate inside of the body, despite being pretested and inflating outside of the body. When this event occurred, it was not reported to teleflex by the hospital but instead mentioned to the sales representative who submitted a complaint. There was no patient harm reported and no product to be returned.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the balloon would not inflate in use is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported from the teleflex sales representative that a medical doctor made a general statement that the balloon wedge pressure device did not inflate inside of the body, despite being pretested and inflating outside of the body. When this event occurred, it was not reported to teleflex by the hospital but instead mentioned to the sales representative who submitted a complaint. There was no patient harm reported and no product to be returned.